Event description:
Event desc: during a cortrak assisted nasogastric tube placement a right lung placement occurred resulting in a pneumothorax. No feed was introduced into the lung. A chest tube was inserted and was discontinued on (B)(6) 2013. Patient is stable and vital signs are within normal limits.

Manufacturer narrative:
The cortrak was returned and found to be functioning within specifications. The placement files received show a right lung placement. Per instructions for use and the operators manual the tracing reviewed is indicative of a placement into the lung. It is unclear why the clinician did not react to the tracing.